Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer experienced continuous elevated blood glucose (bg) levels; value unknown. Reportedly, the customer changed the infusion set site and insulin delivery amounts. The customer tried new cartridges and infusion set sites. However, the customer was unable to resolve bg levels. Customer reverted to an alternate pump for insulin therapy.